Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain, pain") and pregnancy with contraceptive device ("post implant pregnancy, pregnancy (no complications)") in an adult female patient who had essure (ess205) (batch no. 627282) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2, vaginal disorder and menses irregular. Previously administered products included for an unreported indication: paragard. Concurrent conditions included vaginitis, vulvovaginal condyloma, anemia, hypoglycemia and ovarian cyst. Concomitant products included paracetamol (acetaminophen)(B)(6) 2008 to june 2016. On (B)(6) 2008, the patient had essure (ess205) inserted. In august 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infections") with vaginal discharge, depression ("depression") and anxiety ("mental anguish"). In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2010. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain, pain") and pregnancy with contraceptive device ("post implant pregnancy, pregnancy (no complications)") in an adult female patient who had essure (ess205) (batch no. 627282) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2, vaginal disorder and menses irregular. Previously administered products included for an unreported indication: paragard. Concurrent conditions included vaginitis, vulvovaginal condyloma, anemia, hypoglycemia and ovarian cyst. Concomitant products included paracetamol (acetaminophen)(B)(6) 2008 to (B)(6) 2016. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal infection ("vaginal infections") with vaginal discharge, depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2008, the patient had essure (ess205) inserted. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced menstrual disorder ("menstrual hemorrhaging"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2010. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and vaginal infection to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 6-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2008. Essure removal date ((B)(6) 2016) added. Lot number (627282) added. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infections, depression, mental anguish and she did not undergo essure confirmation test added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe persistent pelvic pain") and pregnancy with contraceptive device ("post implant pregnancy") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In august 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder ("menstrual hemorrhaging"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent a partial hysterectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, pregnancy with contraceptive device and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered menstrual disorder, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.